Event description:
Flare/ reactions to left knee [joint inflammation]. Case narrative: upon internal review on 06-jun-2019, the suspect product was updated to synvisc one from synvisc. This case is cross referred with case ID.: (B)(4) (cluster case). Initial information was received on 22-apr-2019 from united states regarding an unsolicited valid serious case from a medical secretary (non-hcp) via sales representative. This case involves a 55 years old female patient who experienced flare/reactions to left knee (latency: unknown), after being treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical treatment included synvisc one thrice on dates: (B)(6) 2018, (B)(6) 2018, (B)(6) 2017. Her past medical history, vaccination(s) and family history were not provided. Patient had no effusion prior to the injection. Concomitant medications included lidocaine (lidocaine). On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency via intra-articular route in both knees (lot - 8rsl048, 20-jul-2021) as product used for unknown indication. Patient was compliant with post injection instructions. On an unknown date in (B)(6) 2019, patient had reactions once she got home after injection was done. The reaction was specific to the left knee. Patient was seen in the office on (B)(6) 2019. They treated the flare with methylprednisolone (medrol dosepack), paracetamol (tylenol), compression, limited weight bearing, elevation and ice. No other information was reported. Action taken: not applicable. Corrective treatment: methylprednisolone (medrol dosepack), paracetamol (tylenol), compression, limited weight bearing, elevation and ice for the flare/reactions to left knee. Outcome: unknown for flare/reactions to left knee. Seriousness criteria: intervention required for flare/reactions to left knee. A product technical complaint (ptc) was initiated on 06-may-2019 for synvisc one. Batch number: 8rsl048, global ptc number: (B)(4). The production and quality control documentation for lot number 8rsl048 expiration date (jul-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 8rsl048 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06-jun-19 there were 7 complaints on file for lot# 8rsl048 and all related sub-lots. 7 complaints are on file for lot number 8rsl048: (6) adverse event reports and (1) broken syringe barrel. Sanofi will continue to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA is required. Final investigation complete date was 06-jun-2019. A product technical complaint was initiated and results were pending for same. Follow up received on 23-apr-2019. No new information received. Follow up received on 06-jun-2019. No new information received. Additional information was received on 06-jun-2019 and 17-jun-2019 and processed with clock start date of 06-jun-2019. Global ptc number and ptc results were added. Upon internal review, the suspect product was updated to synvisc one from synvisc. Text amended accordingly.

Event description:
Flare/ reactions to left knee [joint inflammation]. Case narrative: this case is cross referred with case ID.: (B)(4) (cluster case). Initial information was received on 22-apr-2019 from united states regarding an unsolicited valid serious case from a medical secretary (non-hcp) via sales representative. This case involves a (B)(6) years old female patient who experienced flare/reactions to left knee (latency: unknown), after being treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment included synvisc one thrice on dates: (B)(6) 2018, (B)(6)2017. Her past medical history, vaccination(s) and family history were not provided. Patient had no effusion prior to the injection. Concomitant medications included lidocaine (lidocaine). On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the dosage of 2 ml at unknown frequency via intra-articular route in both knees (lot - 8rsl048, 20-jul-2021) as product used for unknown indication. Patient was compliant with post injection instructions. On an unknown date in (B)(6) 2019, patient had reactions once she got home after injection was done. The reaction was specific to the left knee. Patient was seen in the office on (B)(6) 2019. They treated the flare with methylprednisolone (medrol dosepack), paracetamol (tylenol), compression, limited weight bearing, elevation and ice. No other information was reported. Action taken: unknown. Corrective treatment: methylprednisolone (medrol dosepack), paracetamol (tylenol), compression, limited weight bearing, elevation and ice for the flare/reactions to left knee. Outcome: unknown for flare/reactions to left knee. Seriousness criteria: intervention required for flare/reactions to left knee. A product technical complaint was initiated and results were pending for same.